Manufacturer narrative:
Concomitant medical products: 10ml bd syringe 0.9% sodium chloride, lot: 5155573, exp: may 2018; therapy date (B)(6) 2015. The customer¿s report of a crack on the extension set component was confirmed. However; the crack was observed on the female luer and not the male luer as reported by the customer. Visual inspection showed that the female luer had a vertical hair line crack on the knit line. The luer was inspected under magnification and no stress marks were observed. Functional testing was performed; a leak was observed from the crack. The cause of the leak was identified as a crack. The cause of the crack was not fully identified but may be supplier-related.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that while infusing chlorothiazide (diuril) 14.46mg (27.8mg/ml) via syringe pump the tubing was noted to have a crack in the hub of the male luer. The customer states there is some doubt as to whether the crack was present upon opening the package, or if it occurred after some use. The chlorothiazide was not re-dosed as it was unclear how much the patient actually received. There was no wet spot on the floor, however the tubing was wet. There were no other interventions given as a result of the leak, and no reported harm to the patient.

Manufacturer narrative:
(B)(4)